Event description:
The manufacturer received information alleging a ventilator fails to charge the internal battery. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the factory authorized service center for evaluation and the customer's complaint was confirmed. The ventilator's power supply board was replaced to correct the problem. The malfunction of the power supply would result in the failure o the device to operate on ac power or to charge its internal battery.